Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 8mm amplatzer vascular plug was selected for implant. During the procedure, the plug deployed within the sheath on its own. A 10mm amplatzer vascular plug 2 used instead to resolve the event. There was no clinically significant delay reported.

Manufacturer narrative:
An event of premature separation during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that, the plug deployed within the sheath on its own. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received and without the device to analyze, the cause of the reported premature separation of device could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that on (B)(6) 2025, a 8mm amplatzer vascular plug was selected for implant. During the procedure, the plug deployed within the sheath on its own. A 10mm amplatzer vascular plug 2 used instead to resolve the event. There was no clinically significant delay reported.